Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).

Event description:
It was further reported that the relationship was also noted as related to ¿other component¿ and the pump in addition to the procedure. The device diagnosis was now reported as a pump connector break/cut. The severity was noted as severe. The diagnosis result was noted as normal for this patient. This device system was reported to have delivered lioresal (baclofen including admixtures). Should additional information be received a supplemental report will be filed

Event description:
It was reported that there was a ¿dysfunction connector¿ between the pump and the catheter. It was later defined that the catheter was misaligned. The patient experienced spasms in abdominal region three days after surgery. There were no other problems; no fever and no infection. Diagnostics were recorded that the patient reported on (B)(6) 2014 and at some point presented to the urgent care and the emergency room. The severity was reported as severe and noted to be related to the procedure. It was reported as ¿unknown/na¿ if the issue was resolved or if the cause of the issue was determined. However, a surgical revision of the system occurred on (B)(6) 2014. The pump remains implanted and in-service. The outcome was reported as resolved without sequelae on (B)(6) 2014. It was unknown what medication this device system delivered at the time of the event. Clarification of event details such as the medication delivered was requested. Should additional information be received a supplemental report will be filed.

Event description:
Information had been received from a health care provider via the product surveillance registry (psr) that the patient's medical history also included spasticity, smoking, and a spinal cord injury in 2000. In addition, the surgical intervention date was now reported to have occurred on (B)(6) 2014 and not (B)(6) 2014 as previously reported. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, lot# b0016616k, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated the catheter connector was replaced on (B)(6) 2005.